Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient indicated a desire for higher longevity from the implantable cardiac device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: please note that upon further review of the original information provided to the manufacturer, the manufacturer has determined that there was no reportable event. This report should be considered redacted. If information is provided in the future, a supplemental report will be issued.